Event description:
It was reported that the bd syringe plastipak 20ml ll s/su luer was cracked/damaged/deformed. The following information was provided by the initial reporter translated from portuguese to english: I hereby inform you of the occurrence of the product. - 20 ml syringe. Reason: faulty nozzle. Val: 04/29. Lot: 4074023. Invoice number: (B)(4). Additional information received: - could you send photo samples related to this event? Yes. - was the reported incident noticed before or during use on the patient? During use. - is there any impact on the patient? If yes, please explain in detail? No. - for sample collection and replacement, please inform. Customer shared information and added in attachments. - could you provide the number of the anvisa report? (B)(4) - date of occurrence? 12/07. - quantity affected? One unit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample and photos received by our quality team for investigation. Through visual inspection, luer appears damaged, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The possible cause for the occurrence of a damage is a failure in the syringe assembly set that caused damage to the luer damaged. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.